Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a base hardware failure in the history. The power up process was conducted and the reported error was unable to be duplicated. The cause of the intermittent error was unable to be determined since no damage was found on the interconnect board. The interconnect board will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an error code of bottom hardware failure. There was no patient or clinical injury.